Manufacturer narrative:
Product has not been returned for eval. Should any add'l info become available, a follow up report will be filed.

Event description:
A nurse connected primed extension set onto an existing pt primary solution set. Upon rechecking the male nad female luer sites for proper connection; the IV solution continued to leak at the extension set hub. No pt injury was noted. No blood loss was noted. Another extension set was applied. Although several attempts were made to obtain more specific data; details were not available.